Manufacturer narrative:
Exemption number e2015058. The device recorded one log entry on the (B)(6) 2006 with a 48 minute duration. No further log entries were recorded. Investigation found the device memory had become corrupt as after the memory was erased the device was still only recording one log entry after several manual power cycles. Investigation was unable to determine how this fault occurred however it may have a result of the user attempting to erase the device memory and prematurely removing the usb cable. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.